Manufacturer narrative:
A ge rep evaluated the system, and replaced the filament driver board and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is making an arcing noise and displaying an error. No pt injury was reported.